Event description:
It was reported that the brakes at the foot end were not holding. No adverse consequences were alleged.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 294 mg/dl, and 221 mg/dl. Customer states the test strips may have been exposed to extreme temperatures. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.